Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not evaluated yet. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. No moisture damage was noted on the electronic assembly.

Event description:
It was reported by the customer's father that the customer had a button error alarm on their insulin pump. The customer's blood glucose level was 133 mg/dl. Customer was running cross country and it was raining. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. Insulin pump will need to be replaced. No add'l info provided.